Manufacturer narrative:
(B)(4).

Event description:
It was reported via a call from the cardiology department md to the clinical support specialist (css) on (B)(6) 2014 at 4:00pm est that the md stated the pt had an iab-05840-lws inserted through the sheath via femoral artery approx 1 hour ago for (mi) myocardial infarction and planned (CABG) coronary artery bypass graft tomorrow. Immediately upon insertion and pumping was initiated, alarms indicating "kink iab, iab did not fully unwrap, check iab position" occurred. The md said the iab was visualized to be fully inflated under fluoroscopy and position was also verified. The md said the on button was pushed several times and the intra-aortic balloon pump (auto cat2wave, sn (B)(4)) would not pump more than one beat at a time before the alarm would recur. The md said after several minutes of pushing the on button pumping did begin with no alarms. Pt was transferred to cardiothoracic intensive care unit was upon arrival the alarm started again. During the call the pump also had helium loss 2 alarms. The iabp was alarming upon the css's call. Assist ratio decreased to 1:2 and alarm continued. The css explained attempting to remove volume to see if this would stop the alarm. The iabp volume decreased in increments of 2cc, but the alarm would recur. Of note, as the volume was decreased the pump would be able to pump more beats successfully before the alarm occurred again. The css then explained the helium leak test and its purpose. The leak test was performed with no rise or fall in the (bpw) balloon pressure waveform baseline. The css explained this would indicate there is an issue with the iab and the recommendation would be removal of the iab. The md said when the alarm was turned off and the pumping did not stop there was excellent augmentation and the md asked if there would be an issue with leaving it in. The css explained the alarms indicated there was an issue with the gas transition in and out of the iab and it should not remain in place with the alarms off. At 5:15pm est the md placed a direct call to the css's cell phone. The md asked if this issue would interfere with normal removal process. The css and md discussed removal and the css reminded the md not to remove the iab through the sheath. The md had discontinued heparin and will remove the iab shortly. The md is not planning to insert another iab as the pt "didn't really need it" and is table at this time with no pain. There are no pump strips or x-rays for review. There was no report of pt death, complications or injury. No medical/surgical intervention was required. There was an indefinite delay and interruption in therapy. The pt outcome is unk.

Manufacturer narrative:
(B)(4). Device evaluation: no tab was returned for evaluation. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of a helium loss alarm is not confirmed. The cause of the original complaint is undetermined.